Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black. In addition, it was reported that an unspecified alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. There was no failure identified regarding the alleged alarm issue.